Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient said they have been seeing a message that says they have reached the maximum settings. Patient said they usually use program 7 and c. On program c the patient was not able to increase past 0.2 and the patient usually has stim at 0.9. Patient said the ins is charged. On program 7 the patient can't increase past 0.5. On program 4 and 5 the patient can't increase past 0.3. On program 3 the patient was able to increase stim to 0.9, then patient said stim stopped. Reviewed meaning of the message and redirected to healthcare provider. Patient has not had any falls or trauma. Patient mentioned they are having a neck surgery tomorrow and will not be able to use the device for a couple days. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue. Patient has been "back up" the last couple days. Patient was given a peridium. Patient said they had to have a bowel movement before they started urinating orange.